Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operative an eye enucleation procedure, there was suture reaction and sterile abscess was seen.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A tactile and microscopic inspection of the sealed sutures was performed with no abnormalities. The foils were inspected with light assisted microscopy with no abnormalities. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.